Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was noted to be previously repaired in june 2022. Although a definitive root cause of the defect could not be identified, it was determined that stress of repeated use, external factors or handling likely caused breakage or disconnection of the image sensor unit or failure of the parts mounted on the electrical circuit board such as the integrated circuit chip and capacitor resulted in the reported event. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Update b5.

Event description:
It was further reported that the issue was discover during preparation for use.

Event description:
The distributor reported to olympus, after connecting the endoeye flex deflectable videoscope, the screen appeared as usual. But after performing white balance, sandstorms of various colors appeared. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus and the customer¿s allegation was not confirmed. However, damage to the charged coupled device (ccd) caused the image to disappear during angulation in the right/left directions and a cut to the ccd cable, caused scope communication errors b30 and e216. In addition, the distal end was scratched and the bending section cover adhesive was chipped. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.